Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Event description:
On (B)(4) 2011, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from california pacific medical center. The following problem description was provided on the report: during a total abdominal hysterectomy, the jaw of robotic harmonic scalpel instrument broke at joint. Loose piece was retrieved without incident. Complete match to non-damaged instrument when visually compared. Fracture of instrument monitored via robot camera. No foreign material remains in the patient per surgeon and assistant. Fracture occurred while surgeon using instrument to dissect tissue.